Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu), printed circuit board (pcb). The coviden customer support engineer (cse) evaluated the ventilator, and uploaded the operation software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). There was no pt involvement.